Event description:
It was reported that the patient underwent a replacement procedure due to an unknown reason. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: exact date unknown, event occurred the day the system was replaced. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6). Batch: 5147951/5121519.